Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display screen became frozen. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a screen display frozen occurred. The product was evaluated. The device was visually inspected and it passed. The receiver was charged and rebooted and passed. The receiver log was reviewed, and there were no related errors observed. Functional test was performed and it passed. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.